Event description:
The customer reported low tidal volumes. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse evaluated the device while onsite and confirmed the reported problem. The fse reported cracks were found in the reusable omni filter. The fse replaced the reusable omni filter to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.